Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator generated an oxygen (o2) sensor out of range error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.